Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery, pelvic organ. A 6.0 x 200mm, 150cm ranger drug-coated balloon catheter was advanced for endovascular therapy procedure. During the procedure, the balloon ruptured upon initial inflation at 6 atmospheres for 5 seconds. The device was removed without any problems, and the procedure was completed with another of the same device. There was no patient complications noted as a result of this event, and the patient was in good condition after the procedure.